Event description:
No capture, pacing inappropriately. Patient arrested--in v-tach and then v-fib, resusitated and defibrillated twice. Unknown whether incident was caused by the device or by the patient's condition.